Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number 1315453, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was originally reported ((B)(4)) by patient's attorney that patient underwent a left total knee replacement procedure on (B)(6) 2015 during which the following arthrex products were implanted: ar-503-ttte, tibial tray, lot 1315453; ar-516-5l, femoral implant, lot 1476178; ar-513-be12, tibial bearing, lot 113601433; ar-504-psb8, patella implant, lot 113601439. Surgeon office records (B)(6) 2016: patient still has some residual stiffness and mild discomfort. Patient reported old pain is gone; pain is better than before surgery. Patient has pain on and off in tibial region and reported knee will swell on occasion. Surgeon office records (B)(6) 2017: patient reported pain in both knees and pain with walking in both knees. Patient reported right knee hurts more than left knee. Patient did not improve with steroid injections. Additional information obtained (B)(6) 2018: patient underwent a revision surgery on (B)(6) 2018 due to painful left total knee arthroplasty, morbid obesity. Operative report (B)(6) 2018: all original components were explanted. Bearing was removed with compression of the tibia. The femur was found to be well fixed. Femur and patella required osteotomes and/or oscillating saw for removal. Tibia was removed with an osteotome. It delaminated from the cement. Cement was well fixed to the tibia. Negative cement mold of the tibia was present and there was no cement on the backside of the tibia. The medical records provided note that the patient is morbidly obese which is a contraindication for this device.